Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure "device does not recognize endoscope and is blinking" was confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is traced to component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
It was reported that the subject device was not getting recognized and it was blinking. The issue was found during set up or inspection for use (before patient in room). There were no reports of patient involvement.